Event description:
In 2007, cath films reveal 90% stenosis of proximal lad. Predilated with 2.25x15 maverick. A 2.5x18 cypher des placed. Final films show 0% residual stenosis. Treated with heparin, integrilin, asa, and plavix. Discharge meds include asa and plavix. Pt underwent planned knee replacement with last dose of plavix in 2008. Pt presents to outlying ER five days later, with stemi. Transfer to our facility for intervention. Cath films reveal 95% stenosis with thrombus of previously placed stent. Thrombectomy with export catheter, dilation with 2.5x15 quantum maverick, and 2.5x13 cypher stent placed. Final films reveal reduction in stenosis from 95% to 0%.